Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2014 (B)(6). (B)(4).

Event description:
It was reported that the patient was seen in clinic and variation in sensing was noted on the device interrogation. An x-ray was performed and it was determined that the appropriate lead slack that was provided at implant was no longer detected. The physician decided to do a lead revision to reposition the lead and provide more lead slack. The leads remain in use. No patient complications have been reported as a result of this event.